Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the 3 lead ECG cable is peeling and needs to be replaced. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint regarding a heartstart mrx defibrillator, reporting the peeling of the ECG cable. No patient involvement was reported. Upon investigation, the ECG cable was found to require replacement, and a replacement 3-pole ECG cable, along with a 3 leadset, snap, iec, ICU, and 3 lead ECG trunk cable, was shipped to the indicated address as a no engineer material only (nemo) shipment, without contextual collection. It is unclear from the complaint what caused the unsheathing of the 3-pole ECG cable. To resolve the issue, philips shipped a replacement 3-pole ECG cable. The device remains at the customer's site. No further action is required at this time. H3 other text : remote support provided.